Event description:
It was reported that hair was found inside the syringe barrel of the bd luer-lok¿ tip syringe in the bulk sterile convenience pak while compounding succinylcholine. The following information was provided by the initial reporter: "this happened (B)(6) 2023 with 2 trays... - how many occurrences of defective set(s) affected with foreign matter (hair)? 1 tray - how many occurrences of defective set(s) affected with foreign matter (black particles)? 1 tray - was black particle embedded? No - where the black particles situated? (In barrel, outside barrel, etc.) Particle was inside the tray (thread/hair is inside the barrel) - was issue being described noted before, or during used? During used - was there any patient involvement? No - any adverse events or serious injury reported to patient or healthcare professional? No - what was the patient outcome? Na - was there any delay of, or change in, the course of treatment due to this event? Waste on labor drug and supplies - what procedure was being performed? Compounding - what medication was used in the procedure? Succinylcholine."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-aug-2023 h6: investigation summary one loose syringe, a 10ml convenience tray, and two photos were provided to our quality team for investigation. A visual inspection was performed. One syringe was observed to have a strand of foreign matter approximately 1.5 inches in length wrapped around the plunger rod near the thumb press. Fourier-transform infrared spectroscopy (ftir) analysis was performed to the foreign matter and noted a strong match with hair. Several black specks were observed loose in the convenience tray. Fourier-transform infrared spectroscopy (ftir) analysis showed a strong match with ink used in the scale marking process. The observed conditions are non-conforming per product specification and attributed to material handling and the packaging process. A device history record review was completed for provided material number 309605, lots 2356044 and 2322402. The review revealed there were no quality notifications related to the complaint defect. The lots were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that hair was found inside the syringe barrel of the bd luer-lok¿ tip syringe in the bulk sterile convenience pak while compounding succinylcholine. The following information was provided by the initial reporter: "this happened (B)(6) 2023 with 2 trays. How many occurrences of defective set(s) affected with foreign matter (hair)? 1 tray how many occurrences of defective set(s) affected with foreign matter (black particles)? 1 tray. Was black particle embedded? No. Where the black particles situated? (In barrel, outside barrel, etc.) Particle was inside the tray (thread/hair is inside the barrel). Was issue being described noted before, or during used? During use. Was there any patient involvement? No. Any adverse events or serious injury reported to patient or healthcare professional? No. What was the patient outcome? Na. Was there any delay of, or change in, the course of treatment due to this event? Waste on labor drug and supplies . What procedure was being performed? Compounding. What medication was used in the procedure? Succinylcholine".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.